Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system affected by a patient infection. The physician had planned to explant this system, but found that it was really deep when they opened the pocket. The physician decided to flush it thoroughly and pack with solution. This patient has been referred to a an infection physician. There was no report of adverse patient effects due to the explant procedure.